Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) initially functioned for two days but then stopped working. Upon evaluation, the physician determined that the cuff had fallen apart. A surgical procedure was performed to remove the original cuff. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Correction to fields e1, e2, e3: initial reporter information.

Event description:
It was reported that this artificial urinary sphincter (aus) initially functioned for two days but then stopped working. Upon evaluation, the physician determined that the cuff had fallen apart. A surgical procedure was performed to remove the original cuff. There were no further patient complications reported.